Event description:
The patient was scheduled for lead extractions and new pacemaker system implant due to two known fractured leads (atrial and ventricular) and aging pacer. The current leads were placed in 2003 but the original pacer implant date is unknown. Pre-op assessment showed a new fracture of the atrial lead and an artifact on the ventricular pacing lead which was critical. Atrial impedance went from 350 to 1740 ohms suggesting correl fracture. When the doctor went in to remove the guidant pacer, he discovered that the old generator had broken apart at the header which could have caused the patient's death, had the generator failed completely, since the patient is completely pacer-dependent. The device was compressed against the patient's ribs during an incident involving vigorous physical activity. (Lead fracture was known result.) The patient is very tough on leads because of his vigorous lifestyle with physically demanding outdoor sports.